Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported through the submission of a revision implant sheet that the patient's knee was revised. A 5x9 cs insert was implanted. Per response: reason for revision: "infection; I&d". "Unable to retain revised implant or op notes to confirm lot #". "Left knee" revision. "A cs 5x 9mm poly was explanted".